Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery. After deployment of a 3.50 x 16 promus premier select drug eluting stent, a cine view of the deployed stent revealed a grade b, non-flow limiting, distal edge dissection. Another stent was used to complete the procedure. The patient was stable post procedure and fully recovered.